Event description:
Resident was transferred to the hosp 06/18/2000 for treatment of vomiting and epigastric pain. Pt began vomiting excessively on 06/16/2000. Pt had a history of gallstones which had caused nausea and vomiting in the past. An esophago-gastro-duodenoscopy at the hosp revealed a duodenal bulb ulcer possibly related to improper position of the peg balloon. Tube was changed 05/09/2000. Pt did not begin vomiting excessively until 06/16/2000.